Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the adhesive failure at the distal end of the subject device. The subject device had been returned to sorc for repair of the peeling off the scope connector label. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that the objective lens adhesive part was peeling off which may have occurred due to the user handling. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the stress when using, the external factors, or the user handling. If additional information becomes available, this report will be supplemented.